Manufacturer narrative:
The actual device was returned and evaluation is currently ongoing. Reserve sample form the same product code/lot number combination has been evaluated. Visual inspection did not find any anomalies or defects. Magnifying inspection of the outer surface also did not reveal any anomalies or defects. Functional testing confirmed all performance specifications were met. A review of the device history and shipping inspection records confirmed that there were no production related problems for this product code lot number combination. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. A follow up report will be submitted with additional information upon completion of the return sample evaluation. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device returned and evaluation ongoing.

Event description:
The user facility reported that during a left leg atherectomy & angioplasty (popliteal & peroneal arteries) the tip of the wire separated off completely. Follow up communication with the user facility confirmed the following: the surgeon was utilizing a gold tip guidewire: access was gained via left femoral artery; during the procedure the tip of the wire separated off completely, and lodged in plaque in a left lower leg vessel; exact vessel location where the tip disengaged was not available, but known to be below the popliteal artery;the tip was left in place in the plaque; the angioplasty was performed without issue; and the patient's conditions is reported as "excellent".

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00257 to provide the evaluation results of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane layer and the gold tip had been fractured on the distal segment, exposing the core wire. The separated urethane layer and the gold tip were not returned for evaluation. Magnifying inspection found that the urethane layer around the fracture had been whitened. Electron microscopic inspection of the fracture revealed the generation of some creases on the surface of the urethane layer. The distal end of the exposed core wire was inspected under electron microscope. The cross section had the evidence that the distal end of the core wire had been cut and processed by the dedicated facility in the production process. The outside diameter was confirmed to meet the manufacturing specifications, being comparable to that of the current product sample. The actual sample was wetted sufficiently with a saline solution and subjected to tactile examination. No catching feel was perceived. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production-related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were not any discrepancies in the inspection results. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information and the appearance of the involved sample is most consistent with being subjected to a pulling force, resulting in the separation of the urethane outer layer and the gold tip and the exposure of the core wire. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and (2) "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00257 to provide the evaluation results of the returned sample.